Manufacturer narrative:
Product ID: 3889-28, lot# v051753, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007-09-04, product type: programmer. (B)(4).

Event description:
It was reported that a patient had had three bladder infections since (B)(6) 2012 and that "the infections kept coming back." The patient was getting treatment for the infections. She was going to see her doctor in less than two weeks to have the device checked and infections followed up on. Two days later no stimulation sensation was reported. It was stated that the patient's symptoms were not as bad as they had been prior to implant but they were worse now that the stimulation wasn't working. About two and a half weeks later it was stated that the patient still had concerns regarding her device/therapy but was working with her doctor to resolve the issues. The appointment date was marked as (B)(6) 2012. It was also stated that the battery had died and that the patient was in the process of getting authorization for battery replacement. It was noted that intravenous pyelogram was done on (B)(6) 2013.